Event description:
It was reported that the patient experienced an infection.  The patient reported that they were informed the infection was due to their leadless implantable pulse generator (ipg) no capture was noted on the device.  Trouble shooting was performed and the device was reprogrammed and inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.